Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568-45 lead, implanted: (B)(6) 1998; 694965 lead; 419488 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for short v-v intervals and non-sustained ventricular tachycardia episodes. Potential undersensing was noted. The lead remains in use. No patient complications have been reported as a result of this event.